Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that a patient experienced a non union with screw for subtrochanteric fracture. A blade plate was used as a replacement. This report is for an unknown screw. This if report 1 of 1 for complaint (B)(4).